Manufacturer narrative:
All product and batch history records are quality reviewed prior to product release. A sample was not received at the production site and insufficient information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
The healthcare professional reported that during the surgeon's attempt to cut a flap on the patient's eye, the patient moved at the end of the bed cut. Consequently, the procedure was halted before initiating the laser side cut. The surgeon then opted to fully complete the initial bed cut and proceeded to plan another flap, but with reduced energy levels for the bed and canal cuts, down to 0.1mj. The laser was realigned over the bed, and the side cut was successfully completed. Following this, the flap was lifted, and the refractive procedure was completed without any further incidents.

Manufacturer narrative:
H.6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).